Event description:
It was reported that plates and screws were associated with a post-operative event. The complaint alleges that an infected tibia plate led to a tibia bone infection, resulting in tibia amputation and removal of a broken plate. The patient experienced multiple complications including pain, worsening drainage, exposed hardware, swelling, redness, purulent drainage, wound dehiscence, infection, fracture nonunion, cellulitis, and deep vein thrombosis. Surgical interventions included irrigation, excisional debridement, and removal of hardware due to infected nonunion and exposed hardware. The implants, consisting of one plate and three screws, were explanted and are not available for return as the customer is retaining the products.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.